Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a patient vaginal sample was positive for 3 analytes: trichomonas vaginalis, c group, and candida glabrata. Sample was repeat tested twice on another bd max¿ instrument and gave only candida glabrata positive results, so trichomonas vaginalis and c group were considered false positive. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positive¿ results. Customer reported that sample run revealed positive results for tv, cgroup and cgla. Customer pulled database and logs for review and analysis found multiple errors in full fill checks and fam channel is out of normalization. Preventative maintenance was performed and during the heater mux on side a failed. Service replaced heater mux, then performed self test and qualification run successfully; the instrument was turned back over to the customer. This complaint is a confirmed failure of the instrument, and the root cause cannot be determined with the information provided. Review of device history record for instrument ct1683 is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a patient vaginal sample was positive for 3 analytes: trichomonas vaginalis, c group, and candida glabrata. Sample was repeat tested twice on another bd max¿ instrument and gave only candida glabrata positive results, so trichomonas vaginalis and c group were considered false positive. There was no report of patient impact.